Event description:
The lower half of the display blanked out.====================== manufacturer response for ventilator, 840======================checked with covidien about the failure of the graphical user interface (gui) display circuit board. They said they know of no trends relating to this problem. However they would like us to send them an e-mail so they could keep an eye out for possible trends.we had another model 840 ventilator display failure occur previously. This is the second failure we have had where the gui circuit board has had to be replaced.